Event description:
Pt underwent a t12 level balloon kyphoplasty procedure. The treating physician reported that approx 3 weeks after procedure, the pt presented with low back pain. A biopsy at the level of the kyphoplasty confirmed a coagulase-negative staphylococcus infection. The pt is being treated with antibiotics. The physician believes the pt's pre-existing eczema and diabetes contributed to the infection. The pt is reported to be continuing to do well and the physician expects a full recovery.

Manufacturer narrative:
H6: method - device not returned for eval; follow-up info from physician reporting event.